Event description:
It was reported that a trained user discontinued ilet use and sought return due to frequent low blood glucose, including a reported reading of 40 mg/dl, and expressed concern about the ability to announce a meal during hypoglycemia while using a g7 sensor. Symptoms included anxiety, shakiness, and blurred vision. Outcomes included treatment with oral glucose and an emt evaluation without further medical intervention or hospitalization. Investigation included collection of event details and arrangement for device return logistics. Investigation of this case revealed hypoglycemia with unclear cause; no device alarms were reported, and no specific component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.